Event description:
It has been reported that during the procedure the sheath of the device split. Reportedly, the event occurred while inserting the wire. The device was removed and replaced. The pt reported as fine and the device is being returned for analysis.